Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the contrast keypad button has become intermittently unresponsive over the past few months. She stated that the keypad buttons do not always click and spring back as expected when pressed. The pt denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that she wears the pump in her pocket.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.